Event description:
The customer reported that the device handle became locked in the middle of the procedure. The instrument was being used for the first time. The device was locked on the tissue once sealing was complete, and the tissue had to be resected. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). One used lf1537 devices were received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the device was bloodied. The customer reported that the handle locked mid procedure. The reported condition was confirmed. The customer reported that the instrument was being used for the first time but there was dried blood in the crevices and evidence within the jaw seal plates that the device had been activated. The jaws were not locked when received. The handle latch on the device was broken causing the handle to lock up. The investigation found the handle latch did not function properly and the latch could not be retracted or released to open and close the jaws. The device was disassembled and pmv found the latch tines inside the handle body were broken. The investigation identified the root cause of the reported event to be undetermined. The IFU warns; this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 07/01/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.